Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the physician noted that he was initially able to communicate with the subcutaneous implantable cardioverter defibrillator (s-ICD) during the interrogation. However, once the software update completed he was no longer able to interrogate the device. Boston scientific technical services (ts) was consulted and suggested applying a magnet and checking for tones. Attempts to obtain further information were unsuccessful. Available evidence suggests the s-ICD remains in service and no adverse patient effects were reported.